Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 2000 ohms. It was noted that the impedance measurements had been chronically high. The patient was not dependent on rv pacing, and there was no noise observed. Troubleshooting options were discussed, and it was noted that the device was reprogrammed. No adverse patient effects were reported. The lead remains in service.